Manufacturer narrative:
The customer contacted a siemens customer care center because the centralink data management system did not accept results that were transmitted to it. A siemens specialist was dispatched to the customer's site. The siemens specialist confirmed the customer's observations. The centralink data management system dropped results during heavy patient loading and the system was taking longer than 30 seconds to process results during this time. The siemens specialist determined that the centralink data management system hard drives were running on a customer's virtual machine (vm) and the hard drives were not set up according to specifications (indicated in software version 16 release notes). The hard drives running on the customer's vm were not able to process the amount of data that was being transferred to the centralink data management system during busy times. The hard drives on the vm severs were replaced with solid state hard drives. After the hard drives replacement, no results were dropped by the centralink data management system. The hard drives set up on the vm severs contributed to the delay in reporting patient test results. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a centralink data management system caused a delay in reporting test results to the laboratory information system for more than three (3) hours. The customer reported that the system did not accept the results transmitted to it. The delay in reporting results was apparent to the customer as the logs showed data transfer. The customer resent the results to the centralink data management system. The assays ordered on the patient samples during this time period is unknown. The customer also reported that they observed this issue periodically and during heavy patient loading. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting test results.